Event description:
The second week of march, the pt had increased spasticity and ended up in the hospital due to an overdose. The pt's other symptoms included cardiovascular problems, acute respiratory failure, cognitive symptoms, a decreased level of consciousness, a headache, hypotonia, somnolence, and weakness. The pt stated she was unconscious for 2 days and included that she was on a high rate of baclofen which shut down her body; her "lungs collapsed, mind inoperable, slow heart beat". The pt was in a wheelchair for 3 weeks after the event. The physician did not know the cause for sure, but stated when the dose was decreased the pt "eventually came around". They did not know what, if any, device troubleshooting was done. The pump was replaced. The pt previously required a high dose of baclofen and still had spasms; after the replacement, the pt was much looser on 1/5 the dose. The pt recovered without sequela.